Event description:
The vls screw would not seat properly onto the seat. The components were easily assembled without the aid of the assembler instrument. This resulted in the rod not fitting properly and the surgeon having to remove the first screw and replace it with a second screw of a bigger diameter to conform to the seat's diameter. There was no injury and/or harm to the pt and the case was completed uneventfully.